Event description:
Reportedly, after implantation of an intraocular lens (iol) into the patient's right (od) eye, the surgeon noticed a scratch on the optic. The incision was enlarged to remove the iol. A successful intraoperative lens exchange was performed using a back-up iol of the same model and diopter. Patient has noticed that colors appear more vivid and objects appear brighter in the affected eye. Patient reported there is no eye pain or loss of vision, and there is no tearing or redness.

Manufacturer narrative:
Per the reporting facility, the device was not available to be returned for evaluation. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a lot number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have contributed to the event.